Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer called and spoke with tech and stated that the patient alleges that the chair just stopped.